Event description:
The hospital reported that after off-pump open heart bypass procedures, bleeding was noticed while the patient was recovering in the ICU. The patient has to be returned to the o.r. Where the surgeon opened up the patient to find out where the bleeding was coming from and to repair the bleed. During this procedure, the surgeon removed the ventricular wire and closed the patient up. No additional patient complications were reported.